Event description:
The device was implanted on 2/19/97 for right subclavian infusion of drug. On 4/10/97, the facility's spd coordinator contacted the manufacturer and reported that the device was explanted on 4/8/97 due to "deep vein thrombosis". No further information was provided a that time.